Event description:
It was reported on (B)(6), 2012, that the patient has not been able to hear as well as previously. The patient is a bilateral implant recipient. The left implant appears to be moving. The patient is aware of a clicking sensation occasionally when chewing. After several reprogramming sessions the sound was reportedly improved.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.